Event description:
In 2005, this pt was treated with a gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. Six months later, a distal type I endoleak was identified. Angioplasty was performed at the location of the endoleak, however, it persisted. At this point, the physician chose to place two atrium icast covered stents. Completion angiogram showed a persistent distal type I endoleak, however, the physician chose to end the procedure. Four months later, a second reintervention was performed to deploy an additional contralateral leg component. This procedure successfully resolved the persistent distal type I endoleak.

Manufacturer narrative:
The device remains functioning in the pt. Method: a review of the manufacturing paperwork is being conducted.